Manufacturer narrative:
This report was filed in error and is a duplicate of medwatch#: 2024168-2024-10176-01. The additional mfg narrative noted below was captured in h11 of medwatch#: 2024168-2024-10176-01. The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, it is possible the plunger was not pulled out (out of sequence); or the device was damaged during use causing the reported bend at the distal to proximal guide joint, and difficult to remove and difficult to open or close. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated. D9: device available for evaluation updated from yes to no. H6: health impact code 4624 removed; 4641 and 4604 added. H6: medical device problem code 1212 removed; 2889, 1528, and 2921 added.

Event description:
It was reported that this was a vessel closure of an unspecified access site using a prostyle device related to a cardiac ablation interventional procedure. Reportedly, the device became stuck in the access site. Surgery was performed to remove the device. The procedure was aborted and surgery was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initial filed report, additional information was received. It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique with a 9f sheath prior to an electrophysiology ablation procedure. Reportedly, when closing the footplate lever, the lever would not lower. There was resistance noted. The prostyle device became stuck and a vascular surgeon was called. The device was manipulated and removed. The prostyle guide was noted to be bent on removal of the device. Then the case was aborted. Two new prostyle devices were used to achieve hemostasis. No additional information was provided. Subsequent to the filing of initial medwatch report#: 2024168-2024-10186-00, it was noted this report was filed in error because this complaint is a duplicate of (B)(4) previously filed under medwatch report#: 2024168-2024-10176-00 and MFR#: 2024168-2024-10176-01. The device analysis, investigation, and health, medical and device coding are from the duplicate complaint (B)(4). This event was determined to be a duplicate based on the following information matching: event's part number, date of occurrence, physician/operator, facility, procedure details, and device issues matching (B)(4).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a vessel closure of an unspecified access site using a prostyle device related to a cardiac ablation interventional procedure. Reportedly, the device became stuck in the access site. Surgery was performed to remove the device. The procedure was aborted and surgery was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.